Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device septum did not rebound. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient's infusion was completed. When sealing the tube, the nurse found that the needle-less sealed infusion connector with separator membrane could not rebound, causing blood to reflux.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2201707. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be there are quality controls currently in place to detect this type of defect during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See manufacturer narrative.

Event description:
It was reported that bd q-syte closed luer access device septum did not rebound. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient's infusion was completed. When sealing the tube, the nurse found that the needle-less sealed infusion connector with separator membrane could not rebound, causing blood to reflux..